Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The disposable tracheostomy tube part number 8dct was received for evaluation; inflation/deflation testing verified there were no leaks and no failure mode was observed in the received sample. The reported failure was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the tracheostomy tube had a cuff leak immediately after it was placed in the patient. The tube was removed and replaced. There was no patient harm.